Event description:
It was reported that the right ventricular (rv) lead had noise on the pace/sense portion. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4542 competitor implantable pacing, lead (B)(6) 2006; d314trg implantable cardioverter defibrillator (B)(6) 2011; 4568-45 implantable pacing lead (B)(6) 2002; 7304 implantable cardioverter defibrillator (B)(6) 2006. (B)(4).